Manufacturer narrative:
Device evaluation: the manufacturing batch record review confirmed the device met all material, assembly and inspection specifications. As received, the specimen consists of one each clinically exposed, damage hydro gw std an (B)(4) device; returned loaded within the partial dispenser assembly (less the j-straightener attachment), double-bagged within "zip-lock" style poly biohazard pouches.as received, the specimen presents a ductile tensile overload fracture of both the polymer jacket and the metallic core wire, with approximately 0.175mm of the core wire extending distally from the fracture of the polymer jacket. Approximately 2.5cm of the specimen distal of the fracture is missing and unaccounted for in the complaint documentation. Microscopically the specimen coating appears to be smooth and consistent, except for surface damage in the coating within 1 cm of the fracture. Except where noted, the specimen device appears visually and dimensionally correct. At this time it is not possible to assign a definitive root cause for the event as reported. Based on the evidence presented by the sample and the information provided, clinical and procedural factors appear to have impacted on the event as reported.

Event description:
When the surgeon started to remove the .035/150 std.shaft/angled tip, the tip of the device snapped off. It was reported that the patient is fine.